Event description:
It was reported that a continu-flo solution set "came off from its part" resulting in morphine spilling on the floor and on the patient. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of march 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.